Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was over delivering. The customer¿s blood glucose level was unknown at the time of the incident. The caller stated the customer went low when the pump over delivered. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.